Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was at end of service (eos) earlier than expected three months post implant. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Hybrid analysis revealed that both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage it operated under during its service time. There was no evidence of a high current drain condition on the hybrid and no hybrid anomalies were observed. The hybrid was functional throughout the 168 hours of exposure in the 85c/85% humidity chamber. The analysis was terminated since the hybrid was functional with no battery depletion mechanism, such as high system current drain. Battery analysis revealed that no internal causes were found to account for the early battery depletion. If information is provided in the future, a supplemental report will be issued.